Event description:
Customer reported being hospitalized for dka. The customer had unexplained high blood glucose levels prior to hospitalization. Customer stated that md would prefer him to go through retraining because he might not be using the pump properly. Customer was unable to troubleshoot initially due to not feeling well, and was advised to call back to perform troubleshooting on pump. Nurse called back and alarm history on pump was reviewed. A no delivery alarm had occurred at 2:00am. And customer was hospitalized at 8:50a.m.. In addition, the status screen was reviewed and revealed that last reservoir was started five days later. Nurse was informed of possibility that customer may not have changed his set. Troubleshoting later performed with nurse and pump appeared to be operating as designed. Nurse was also a pump trainer and believed that customer dka is likely due to user error.